Manufacturer narrative:
Pending investigation. D10: 264-22-11, rbk ps tibial insert sz 2, 11mm, (B)(6). 264-22-09, rbk ps tibial insert sz 2, 09mm, (B)(6). 260-04-23, rbk cem fin tib tray sz 2f/3t, (B)(6). 244-02-02, optetrak asy hi-flex ps cem fem, sz 2, left, (B)(6). 260-04-22, rbk cem fin tib tray sz 2f/2t, (B)(6). 244-03-02, optetrak asy hi-flex ps cem fem, sz 2, right, (B)(6). 203-90-10, (2617) pwrpro/versipower 90x13mm .050 1.27mm, (B)(6). 203-90-22, (3118) hall pwr pro/vers pwr plus 90x19x1.19mm, (B)(6). 203-90-10, (2617) pwrpro/versipower 90x13mm .050 1.27mm, (B)(6). 203-90-01, 11-2624 powerpro sawblade, (B)(6). 203-90-01, 11-2624 powerpro sawblade, (B)(6).

Event description:
As reported, approximately 6 years and 9 months post the initial bilateral total knee arthroplasty (tka), the patient underwent a bilateral poly exchange due to pain in the knees. Suspected due to poly wear/lysis. Poly in both knees were exchanged to exactech implants, both patella's were exchanged to competitor devices. The peg underneath the liner was broken while being removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4-expiration date. D8. H4- manufacture date. H6. The following sections were corrected: b2. D4- serial number. The revision reported was likely the result of prosthesis wear and fracture which may have been due to orientation of the components, joint instability, third body wear, patient related conditions, or any combination of these possibilities. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.